Event description:
It is reported that during use of the pump, the user experienced helium loss alarms every 15 mins. It was decided to transfer the pt to another pump. There were no complications. The user did not want to perform a leak test or shut the pump off to purge it.